Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2015-00617 and 1225714-2015-06018. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
Cardiac injury. This is one of two device reports related to this event. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced a cardiac event and subsequently expired , which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.